Event description:
It was reported the camera head screen blanked out during the procedure. No injuries or complications were reported as a result.

Manufacturer narrative:
Complaint of intermittent live image could not be reproduced. Product passed functional testing during 6 hour burn-in with no signal loss or interference. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Defective video cable or ccu are possible causes for blank image. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.